Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported she had a trial on the tuesday prior to the report at t11. It was not giving her the coverage she needed and the lead came loose. For 3 days, the patient had extreme pain. The patient could not stand up straight or recline. On day 3, the paresthesia vastly diminished. No matter what, the paresthesia did not provide coverage. Thus, the trial leads were removed. It was noted the manufacturer's representative was present at the trial and tried to program the leads and talked to the patient and doctor about the need to remove trial leads and explore another mode of pain relief. Relevant medical history included multiple back operations and spinal pain.